Event description:
I have had dexcom g7 "10 day" glucose sensor for over a year and my most recent sensor failed after only 3 days. The device is making it more difficult to effectively manage type 1 diabetes. Only 2 sensors lasted 10 days in over a year of use. The device at times yields incredibly inaccurate results which puts my health in danger. Dexcom should have recalled the device on their own. Its beyond time for FDA to take action before people die.